Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedance measurement of greater than 2000 ohms. All measurements and provocations resulted in excellent values and impedances during a routine follow-up. This device was reprogrammed. At this time, this pacemaker and competitor rv lead remain in service, and there were no adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).